Manufacturer narrative:
Technician asked the account to check the power cord. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed did not pass the electric check for the ground resistance. No report of injury.